Event description:
Adhesive portion of covaderm plus vad dressing is pulling / tearing skin. Also causes rashes. Sites cleaned with chlorohexadine after removal of dressing. Pts complain of stinging sensations after cleaning. This occurred during dressing for bone marrow transplant / chemotherapy pts.